Manufacturer narrative:
Batch review performed on 25 january 2017. Lot 150798: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was complaining of pain. The surgeon looked at it and determined that it was due to an infection. The surgeon performed a revision surgery to remove the insert and clean the infection area. The surgeon verified the implants were still stable. Only the liner was replaced. The surgery was completed successfully. X-rays and explants are not available.